Event description:
Customer called to report that customer was hospitalized due to diabetic ketoacidosis. Customer was admitted at the hospital with high bg's of 420 and testing positive for ketones. Customer stated the insulin was exiting, no leaks, no bends or kinks on the cannula. Also stated that the device was dropped in the hospital two feet onto a tile floor. Later, customer verified the time was correct and then the screen went blank. Unit was missing half of the display on all the screens. All parameters in the pump could not be retrieved due to the damage.